Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with vertebral compression fracture of the underwent kyphoplasty. Intra-op, the balloon ruptured in the vertebral body during deflation. The surgeon left the balloon in the bone while waiting for the cement to be ready for implantation, and the balloon popped. All the fragments of the ruptured balloon were removed from the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.